Event description:
The system displayed a charger failed error during boot up. This error will prevent the system from fully booting.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery charger. The system operates as intended.